Manufacturer narrative:
A getinge field service engineer evaluated the iabp and the reported issue was duplicated, and the fse observed that k7 of the drive manifold did not close properly anymore. To resolve the issue, the drive manifold was replaced and the safety disk was also replaced due to maximum operating hours reached. Complete functional and safety checks were performed and the iabp operated normally for two hours with no recurring errors. The iabp was returned to customer and released for clinical service.

Event description:
It was reported that during operation, the cs300 intra-aortic balloon pump (iabp) generated an "auto-fill" error which could not be corrected by the user. The intra-aortic balloon (iab) catheter was changed but the error was not corrected. The user switched the iabp off and on again and "error code 1" was generated. The therapy was ended, as the patient was in the process of being weaned from iabp therapy and there was no medical harm to the patient. Subsequently, a replacement iabp was provided to customer and the original iabp is still at the customer location. No adverse event was reported.

Manufacturer narrative:
The drive manifold was returned to our national repair center for inspection and failure analysis and there were no findings during visual inspection. In order to reproduce the failure, the suspect drive manifold was installed in the cs100 test fixture. Autofill test was performed and shuttle fill test failed consistently (no vacuum, signal is present and k7 does not open. The plunger and bumper inside k7 showed signs of wear. The bumper was stuck to the sleeve of the plunger at the time when it was disassembled. The getinge engineer cleaned the plunger and bumper and retested the drive manifold; no failure was found. In addition k6, k6a, k7, k8 leak test was performed; no failure was found.

Event description:
It was reported that during operation, the cs300 intra-aortic balloon pump (iabp) generated an "auto-fill" error which could not be corrected by the user. The intra-aortic balloon (iab) catheter was changed but the error was not corrected. The user switched the iabp off and on again and "error code 1" was generated. The therapy was ended, as the patient was in the process of being weaned from iabp therapy and there was no medical harm to the patient. Subsequently, a replacement iabp was provided to customer and the original iabp is still at the customer location. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that during operation, the cs300 intra-aortic balloon pump (iabp) generated an "auto-fill" error which could not be corrected by the user. The intra-aortic balloon (iab) catheter was changed but the error was not corrected. The user switched the iabp off and on again and "error code 1" was generated. The therapy was ended, as the patient was in the process of being weaned from iabp therapy and there was no medical harm to the patient. Subsequently, a replacement iabp was provided to customer and the original iabp is still at the customer location. No adverse event was reported.